Manufacturer narrative:
No sample was received for evaluation; therefore, we are unable to determine the exact cause for the issue reported. Manufacturing documentation review did not present any issues related to the reported incident. However, as a preventive measure manufacturing personnel have been made aware of the incident in order to make them aware of the importance of verifying condition of the components prior to assembly.

Event description:
The report outlines that when applying pressure, the jamshidi needle came away from the handle. Difficulty was experienced when trying to remove the needle.